Manufacturer narrative:
The following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service representative. The carefusion field service representative went on site to evaluated the device and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. The device was then run through a complete checkout and no problems were found. Upon completion the device was returned to the user facility's control ready to be placed back into service. Additional information from the user facility report: model #: 17210-00, (B)(6).

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "[Name removed] called requesting field service for pm and evaluation of this ventilator. Unit was not showing any numbers on the screen." The following description of the event and the condition of the patient was copied from the user facility medwatch report received by carefusion from the user facility on 08/10/2011. "Patient on ventilator. Bed bath initiated. Patient's bp started dropping. Another staff member arrived and noticed that there were "no numbers showing" on the vent. All connections were checked and found to be secure. Patient continued to deteriorate, code blue was called. Rt arrived and "pushed on spontaneous breath button on the ventilator and stated vent not giving breath, not working." Patient was manually bagged an subsequently had return of oxygenation. Vent removed from service. Vent passed complete operational verification. Service representative for carefusion checked vent and reported that everything checked out okay."